Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete temporary (temp) rate alert occurred. Reportedly, the customer denied having navigated to the temp rate menu. Blood glucose level was in the 245 (mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.